Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level ranged from 250 to 419 mg/dl. The customer's symptoms included vomiting and abdominal pain. The customer was wearing the insulin pump at time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with insulin. Through troubleshooting it was found that the customer had previously received a low battery alert, fill cannula not complete alert, and no delivery alarms. It was also found that the insulin pump passed the self-test, the displacement test, and the high pressure test. It was also found that the customer had a bent cannula. It was reported by the doctor that the product was working as designed and the product was not returned for analysis.